Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, and one opening linear on the posterior. A leak test and microscopic analysis were performed which identified one opening crease smooth on the posterior due to a fold flaw opening and creases are observed but have no relationship with manufacturing. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one crease smooth opening on the posterior due to fold flaw opening and creases.

Event description:
Health professional reported "any creases associated with hole."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side is "slowly leaking," "pain" and "poking as if the implant has moved." Health professional reported a deflation and capsular contracture, baker grade unknown. Device remains implanted.